Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed inaccurate estimate. Reportedly, the insulin gauge displayed an inaccurate value of +120 units and it was filled with approximately 300 units of insulin. Customer reload the cartridge successfully to address the event and insulin delivery was resumed. Customer's blood glucose level was 400 mg/dl.